Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. A functional evaluation revealed plugging in the wand causes a wand end of life error. Using a bypass box, the wand had no issues producing plasma or activating coag. No issues with the buttons, they all functioned as normal and turned off as normal. The button covers were removed and found no issues. Wand data shows wand reached proper end of life. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the werewolf flow 90 coblation wand did not stop working, the button was broken. The procedure was resumed, with a non-significant surgical delay, using an equivalent s+n back-up. The patient was not exposed to additional anesthesia. No further complications were reported.